Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain, stabbing pain in left side') and device dislocation ('migration of coils') in a 44-year-old female patient who had essure (batch no. 82471-inv, b82471-valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 165 lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive menses, cycles are long and prolonged") and pain in extremity ("left leg pain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), arthralgia ("left hip pain"), abdominal pain ("pain- abdominal") and pelvic adhesions ("adhesions/ left fallopian tube had adhere to my abdominal wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs) and to essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased, arthralgia, pain in extremity and abdominal pain had resolved and the device dislocation and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain in extremity, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pelvic, abdominal pain, apareunia, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), irregular bleeding, menorrhagia (heavy menstrual bleeding), excessive menses, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto.. Lot number (82471) is not valid. Lot number: b82471 manufacturing date: 2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2020: quality safety evaluation of ptc. Lot no not valid. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 44-year-old female patient who had essure (batch no. 82471-not valid, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 165 lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pain in extremity ("left leg pain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("left hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, arthralgia and pain in extremity had resolved and the weight increased outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy vaginal bleeding and painful, joint pain, heavy periods, dysmenorrhea,painful intercourse, acute pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain, stabbing pain in left side') and device dislocation ('migration of coils') in a 44-year-old female patient who had essure (batch no. 82471, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 165 lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive menses, cycles are long and prolonged") and pain in extremity ("left leg pain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), arthralgia ("left hip pain"), abdominal pain ("pain- abdominal") and pelvic adhesions ("adhesions/ left fallopian tube had adhere to my abdominal wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs) and to essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased, arthralgia, pain in extremity and abdominal pain had resolved and the device dislocation and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain in extremity, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pelvic, abdominal pain, apareunia, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), irregular bleeding, menorrhagia (heavy menstrual bleeding), excessive menses, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a (B)(6)-year-old female patient who had essure (batch no. 82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: (B)(6) lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pain in extremity ("left leg pain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("left hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, arthralgia and pain in extremity had resolved and the weight increased outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy vaginal bleeding and painful, joint pain, heavy periods, dysmenorrhea, painful intercourse, acute pelvic pain, most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events .new events added: abnormal bleeding (vaginal), menorrhagia, apareunia, dysmenorrhea, dyspareunia, left hip pain, pelvic area pain, left leg pain, weight gain. Event outcome, event onset date. Lot number were added. Reporter information were updated. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') in a 44-year-old female patient who had essure (batch no. 82471-not valid, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 165 lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6)2014, the patient had essure inserted. In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive menses, cycles are long and prolonged") and pain in extremity ("left leg pain"). In (B)(6)2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), arthralgia ("left hip pain"), abdominal pain ("pain- abdominal") and pelvic adhesions ("adhesions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased, arthralgia, pain in extremity and abdominal pain had resolved and the pelvic adhesions outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain in extremity, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pelvic, abdominal pain, apareunia, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), irregular bleeding, menorrhagia (heavy menstrual bleeding), excessive menses, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6)2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on (B)(6)2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy vaginal bleeding and painful, joint pain, heavy periods, dysmenorrhea,painful intercourse, acute pelvic pain and following event is reported via social media- pelvic adhesion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2020: social media information received: new event pelvic adhesion was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain') and genital haemorrhage ('irregular bleeding') in a 44-year-old female patient who had essure (batch no. 82471-not valid, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 165 lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive menses, cycles are long and prolonged") and pain in extremity ("left leg pain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arthralgia ("left hip pain") and abdominal pain ("pain- abdominal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased, arthralgia, pain in extremity and abdominal pain had resolved. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pelvic, abdominal pain, apareunia, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), irregular bleeding, menorrhagia (heavy menstrual bleeding), excessive menses, weight gain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on (B)(6) 2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy vaginal bleeding and painful, joint pain, heavy periods, dysmenorrhea,painful intercourse, acute pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events abdominal pain and irregular bleeding added. Outcome for the events abdominal pain, irregular bleeding and weight gain updated to recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain, stabbing pain in left side') and device dislocation ('migration of coils') in a 44-year-old female patient who had essure (batch no. 82471-not valid, b82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 165 lbs. Concurrent conditions included irregular periods, uterine bleeding and corpus luteum cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding), excessive menses, cycles are long and prolonged") and pain in extremity ("left leg pain"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding"), arthralgia ("left hip pain"), abdominal pain ("pain- abdominal") and pelvic adhesions ("adhesions/ left fallopian tube had adhere to my abdominal wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (per pfs) and to essure remove). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased, arthralgia, pain in extremity and abdominal pain had resolved and the device dislocation and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pain in extremity, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had received treatment for pelvic, abdominal pain, apareunia, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), irregular bleeding, menorrhagia (heavy menstrual bleeding), excessive menses, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on 17-jul-2014: essure devices appear in good position with no evidence of contrast flow into the fallopian tubes. Ultrasound scan vagina - on 09-apr-2018: essure coils were visualized bilaterally and appeared to be in proper position. My recommendation is to proceed with a robotic tlh, bilateral salpingectomy with removal of the essure coils, uterosacral ligament suspension, and cysto.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy vaginal bleeding and painful, joint pain, heavy periods, dysmenorrhea,painful intercourse, acute pelvic pain and following event is reported via social media- pelvic adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event migration of coils added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.